Event description:
It was reported that this patient with this device experienced an arrhythmia which appeared to be atrioventricular nodal reentrant tachycardia (avnrt). Technical services (ts) reviewed noting there was atrial undersensing observed. The right ventricular (rv) sensing was fast and appropriate. Ts referred the health care professional (hcp) to the electrophysiologist. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.